Event description:
A report was received that the patient was having trouble with the stimulation turning on and off randomly and then was not able to feel the stimulation. Database analysis showed high impedances on several electrodes on the lead. The patient underwent a lead replacement. No device malfunction was suspected.

Manufacturer narrative:
Date of event: (B)(6) 2014. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.